Event description:
A male underwent initial aaa repair in 2007. The patient has also had an 8cm hypogastric aneurysm. The physician coil embolized the hypogastric first and then went to evar. The physician placed one flex main body and two iliac leg grafts. When placing one of the iliac limbs, the physician did not extend it far enough to seal and ended up with a distal type I endoleak. He then extended down with another tapered iliac leg graft. He could not get a seal on the type iii endoleak that he had created, so he used another manufacturer's non-tapered limb 16x16 and smashed it all together with a great result. Normal CT scan at 1 year revealed a proximal type I endoleak (1820334-2009-00232) and at year two placed a renu cuff along with another manufacturer's stent and this seemed to seal the endoleak. Patient is fine at this time.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and amp; precautions, patient selection, and the correct deployment procedure. Additionally, each user has access to a physicians reference manual that outlines planning and sizing of the device for each patient. The device remains implant and no images were provided to assist in this investigation. Without images we are unable to determine the root cause of the difficulty encountered. However, we have notified the appropriate individuals and we will continue to monitor for similar events.